Manufacturer narrative:
Evaluation summary: the visual inspection of the returned product revealed a set of sheared teeth on the first row of the firing racks. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instruments were successfully loaded with sulu. After initial clamping, the instruments could not be cycled. An access hole was cut into the instruments¿ body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The location of the firing rack damage in the instrument indicates that the teeth were sheared after clamping of the reload jaws at the start of the firing cycle. This condition occurred because of the reload interlock engagement. The way the reload was received indicated the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Actuation of the instrument handle with the reload interlock engaged may cause sheared teeth on the firing rack. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sigmoidectomy procedure. The stapling device was being applied to the sigmoid colon. The reload loaded fine and the surgeon was able to close on the tissue and press the green button to enter firing mode. Upon squeeze to fire, a crack was heard. After the crack was heard, the surgeon was unable to continue firing load (squeezing the handle would move the handle but there was no corresponding knife blade movement. The reload was removed and placed onto a new handle with the same result. In order to resolve the issue and complete the case, the surgeon used a standard straight load to complete the transection of the colon (per standard practice). There was no patient harm. The patient status is alive, no injury.